Event description:
Caller reported a malfunction on pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset pump, and upon doing so, the malfunction code did not recur. Customer was advised to continue using pump and to contact support if the issue returns. There was no additional information regarding the outcome of the event.